Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the keypad of insulin pump was unresponsive. Customer performed troubleshooting and reset the insulin pump still it could not be unlocked. Customer stated that the arrow keys were not responding. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer also stated that the insulin pump was not exposed to a change in altitude. Customer was advised to monitor the time display; however minutes were changing. Customer also stated that the insulin pump had blank display after changing battery. Customer was advised to remove the battery and insert battery alarm did not display on insulin pump screen. Customer was advised to insert new battery and display returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. (B)(4).